Event description:
Cracks seen at the distal portion of the white tubing (opposite end of needle) and needle guard not locking easily. Catheter broke off in pt's breast.

Manufacturer narrative:
The sample has not been received for evaluation at this time. Therefore, we are unable to determine the exact cause for the issue reported. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the reported failure mode. If the sample becomes available, we will reopen the investigation.